Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the electrode belt was unable to complete incoming testing. The cause for the failure was isolated to a defective u1 on the distribution node pca. The root cause for the defective u1 could not be positively identified. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt failed incoming testing.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed essential performance testing. Root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. Investigation underway. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ECG's.